Event description:
Determined to be reportable based on analysis approved on 11/20/06. It was reported that during a ptca stenting procedure, a catheter break occurred at the hub. The lesion was located in the heavily calcified mid right coronary (rca) artery. According to the customer "while attempting to predilate the rca, the 3.0 x 15 maverick was unable to cross the lesion and the catheter broke at the hub. The device was removed and another of the same was successful at predilating. A 3.5x16 liberte was attempting to cross the lesion, but was unable to and the hub broke at the end of the shaft also. The device was removed and another of the same was successfully deployed. Three more liberte stents were deployed in the rca: 3.5x12, 3.5x20 and 4.0x20." No pt injuries or complications were noted. Pt status was reported as "okay." Returned product analysis revealed that there was a hypotube fracture.

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The catheter also exhibted numerous shaft kinks. Visual examination of the catheter revealed the hypotube fracture to be located 19.3 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The mfg records for top assembly batch 6840867 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the original shaft kinks or the subsequent fracture could not be determined.